Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to (B)(6) 2015. The device records multiple manual power ups mainly of ten minutes duration on the (B)(6) 2015 and then between the (B)(6) 2015. An increase in voltage during this time suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.